Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During unpacking the stent dislodged from the balloon outside the patients body. Another stent was used for the procedure.

Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The returned stent protector did not show any damage or irregularity. The stent is severely deformed in its center, several stent struts are stretched and lifted. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.